Event description:
Customer reportedly, obtained results of 224 mg/dl and 112 mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.